Manufacturer narrative:
A software analysis was initiated for the inaccuracy issue. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. A software investigation analysis was initiated to determine the probable cause of the unresponsive issue through log analysis. Analysis found that there was a gpu memory issue observed multiple times. Apart from this, the logs did not capture any segfaults, no corefiles generated, no gpu crashes, or database errors. The syslogs did not capture any page faults, buffer I/o errors, memory corruptions, or other abnormalities. Analysis found that the issue was related to the software. This issue was documented in a medtronic navigation software anomaly tracking database. H6: fdm b01, fdr c19, c10 and fdc d15, d02 are applicable to the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736403, serial/lot #: unknown, ubd: , UDI#: ; product ID: 9735787, serial/lot #: unknown, ubd: , UDI#: ; product ID: 9735818, serial/lot #: unknown, ubd: , UDI#: ; product ID: 9736356, serial/lot #: unknown, ubd: , UDI#: ; product ID: 9735762, version: 2.0.1, ubd: , UDI#: h3: a medtronic representative went to the site to test the equipment. Testing revealed that hardware parts were replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c13, fdc d02 are applicable to the system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that the navigation system would freeze after a while. There were four hard resets performed during the procedure. During the procedure, the system was showing the screw was placed on the l4 spine vertebrae and after the imaging system 3d scan, the screw was in l5. There was a surgical delay of less than one hour before the surgeon opted to abort the entire procedure including navigation and imaging. The amount of inaccuracy was 300mm. There was no reported impact on patient outcome.

Manufacturer narrative:
H3: the computer, uninterruptible power supply (ups), and I/o (input/output) panel were returned to the manufacturer for analysis. The computer, ups, and I/o panel were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. H6: fdm b01, fdr c19, and fdc d14 are applicable to the hardware analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.